Event description:
It was reported that 4 bd ultrasafe plus¿ passive needle guards' inner diameter dimensions were found to be incorrect during an inspection. The following information was provided by the initial reporter: "as a heads up, during inspection of the x225 plus (ang+) assembly at amgen iqc the inner diameter dimension was found to be out of specification."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd ultrasafe plus¿ passive needle guards' inner diameter dimensions were found to be incorrect during an inspection. The following information was provided by the initial reporter: "as a heads up, during inspection of the x225 plus (ang+) assembly at amgen iqc the inner diameter dimension was found to be out of specification"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-02-14. H6: investigation summary : the customer issued a complaint for dimension issue on ultrasafe during customer process. Measurement reports and 3 samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to bd process.

Manufacturer narrative:
H6: investigation summary the customer issued a complaint for dimension issue on ultrasafe during customer process. Measurement reports were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to bd process. H3 other text : see h10

Event description:
It was reported that 4 bd ultrasafe plus¿ passive needle guards' inner diameter dimensions were found to be incorrect during an inspection. The following information was provided by the initial reporter: "as a heads up, during inspection of the x225 plus (ang+) assembly at amgen iqc the inner diameter dimension was found to be out of specification"